Manufacturer narrative:
Approximate age of device - 2 years 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the emergency room due to head and neck trauma resulting from a fall on (B)(6) 2018. Review of the log files by the manufacturer¿s technical service representative reported no unusual events seen. The mcs equipment appeared to be operating as expected.

Manufacturer narrative:
A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported head and neck trauma resulting from a fall could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event were sent to the account. No further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii IFU contains information regarding pump speed, power, flow, and pulsatility index and explains that the patient cables should be placed where it will not become damaged and to ensure that the patient does not trip or fall. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.